Event description:
The user facility reported that the doctor stated that he felt there was not enough collagen in the device. When he deployed it and tamped it down, the pusher went well below the black line. Also, when he was finished tamping, the patient still had bleeding and the collagen did not cover the arteriotomy puncture site. The patient was stable, and the procedure was a success after holding manual pressure. Additional information was received on (B)(6) 2022: the procedure being performed was a left heart catheterization using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
Patient identifier - requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted, occupation - cath lab director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. Eight unopened, one opened, and one empty package were returned for product evaluation. No damage or issue was identified with the opened or unopened devices. The carrier tube and hemostasis sheath were found to have been fully mated for the opened device, and the collagen was found to have been fully tamped down. One unopened sample was opened and the collagen was removed and measured to check for the mass of the sample. The collagen was found to have been 19.1 mg, which was above the minimum manufacturer specification of 16 mg. The complaint was able to be confirmed. The exact root cause cannot be determined. Despite the allegation, no issue with the collagen component was able to be confirmed. An investigation was performed by the manufacturing facility, and no issue with the component was able to be identified. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).